Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Raw log files were not available for analysis. Review of the available autologs report revealed power consumption and estimated flows within the normal range and no alarms recorded within the analyzed period. As a result, the reported event could not be confirmed. Of note, it was reported that the vad did not exhibit any high watt alarms and the "high watt alarm" was microwave beeping sounds. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to a user perception. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited isolated high watt alarms. The vad remains in use. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental report is being submitted for correction and update to the investigation. Correction b1: adv event/prod problem: corrected from product problem to adverse event and product problem. Correction b2: outcome attributed to adverse event: hospitalization was checked. Correction b5: event description was corrected to include patient signs/symptoms and hospitalization. Correction h6: patient ime code: e0611, patient imf code: f08, f12 product event summary: the ventricular assist device (vad) was not returned for evaluation. Raw log files were not available for analysis. Review of the available autologs report revealed power consumption and estimated flows within the normal range and no alarms recorded within the analyzed period. As a result, the reported event could not be confirmed. Of note, it was reported that the vad did not exhibit any high watt alarms and the "high watt alarm" was microwave beeping sounds. Information provided by the site revealed that the patient had heart failure and heart failure symptoms. Based on the available information, including the occurrence of the event over 30 days post-implant, the device most likely did not cause or contribute to the reported event. Per the instructions for use, worsening heart failure is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was had heart failure and heart failure symptoms. The patient was hospitalized.

Event description:
It was further reported that the ventricular assist device (vad) did not exhibit any high watt alarms and the "high watt alarm" was microwave beeping sounds.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the ventricular assist device (vad) did not exhibit any high watt alarms and the "high watt alarm" was microwave beeping sounds. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for correction and update to the investigation summary. Correction b5: event description was corrected to include additional patient signs/symptoms and clinical actions taken. Correction g2: report source was corrected to include study. Correction h6: patient ime code and imf code were updated. FDA conclusion code was updated accordingly. Revised product event summary: hw40013 was not returned for evaluation. Raw log files were not available for analysis. Review of the available autologs report revealed power consumption and estimated flows within the normal range and no alarms recorded within the analyzed period. As a result, the reported high power event could not be confirmed. Of note, it was reported that the vad did not exhibit any high watt alarms and the "high watt alarm" was microwave beeping sounds. Information provided by the site revealed that the patient had heart failure and heart failure symptoms. It was further reported that the patient presented with shortness of breath and was admitted to the intensive care unit (ICU). Blood pressure was 102/76, heart rate was 87 beats/min, and x-ray was done. Electrocardiogram showed atrial-sensed ventricular-paced (avp) rhythm. The patient was aggressively diuresed and had acute kidney injury (aki) of 2.67. Lactate dehydrogenase (ldh) at baseline, international normalized ratio (inr) was greater than 4.0, and warfarin was held. The patient was unable to have the vad speed increased as that has caused suck down in the past. The patient was ambulating, on room air (ra), hemodynamically stable, and in avp rhythm on the day of discharge. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure and renal dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of renal dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information was received from the mechanical circulatory support product surveillance registry study. This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented with shortness of breath and was admitted to the intensive care unit (ICU). Blood pressure was 102/76, heart rate was 87 beats/min, and x-ray was done. Electrocardiogram showed atrial-sensed ventricular-paced (avp) rhythm. The patient was aggressively diuresed and had acute kidney injury (aki) of 2.67. Lactate dehydrogenase (ldh) at baseline, international normalized ratio (inr) was greater than 4.0, and warfarin was held. The patient was unable to have the vad speed increased as that has caused suck down in the past. The patient was ambulating, on room air (ra), hemodynamically stable, and in avp rhythm on the day of discharge.